Event description:
It was reported that the customer had high blood glucose levels all day up to 418 mg/dl. Customer's last blood glucose level was 317 mg/dl. Customer stated that he found a kink in the tubing and it had a circular knot in it. Customer stated that his blood glucose level was in control yesterday. Customer has been treating but his blood glucose level continues to stay high. Troubleshooting was performed and pump passed priming and high pressure tests. Pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. Customer stated that the cannula was bent but not occluded. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.